Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility. Maquet critical ab provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
According to the customer: a co2 module was connected which resulted in failed ventilation.